Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was overdischarged. The rep attempted to recover the battery using a 60 minute countdown 3 times without success. The issue was not resolved. It was unknown if surgery was going to occur. No symptoms or further complications were reported.